Manufacturer narrative:
Initial and final MDR (B)(4) - MDR . - device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced adhesive events where 3 infusion sets fell off on 16-jun-2024, 17-jun-2024 and 18-jun-2024 during use. Infusion sets were used for 24 hours. The blood glucose level was 389 mg/dl at the time of events. Patient replaced infusion sets and resumed insulin successfully. No further information was available.